Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 395 mg/dl despite multiple supply changes, while using an ilet system with inset 23" infusion sets and insulin labeled as lispro/humalog. Symptoms included elevated blood glucose. Outcomes included self-management at home with guided supply change and resumption of insulin delivery, without reported ketone testing, adverse effects, or need for medical assistance. Investigation included customer support troubleshooting, education that lispro is the generic name for humalog, instruction to replace all infusion supplies, and confirmation that insulin delivery resumed, with follow-up calls to assess resolution. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.